Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not confirmed nor duplicated. Error was in the device ehl (event history log). Replaced main board for preventive action. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error (B)(6) during testing. No patient injury was reported.

Event description:
It was reported the device displayed error (B)(6) during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not confirmed nor duplicated. Error was in the device ehl (event history log). Replaced main board for preventive action. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.